Event description:
It was reported the pt's pump moves around and when she bends over, her pump sticks out of her side. It was also reported the pt's pump has flipped twice since the previous replacement. The catheter has kinked causing withdrawal symptoms. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. No other symptoms or outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available. Please see MFR. Report # 3004209178-2008-02888.